Event description:
It was reported that the drug stopped infusing. A 106cm x 12cm ekos endovascular device was selected for use in an ekos pulmonary embolism lysis procedure. The device was inserted, and after 6 hours of therapy, the system started alarming. The catheter would no longer infuse. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
B3: date of event estimated using aware date.

Event description:
It was reported that the drug stopped infusing. A 106cm x 12cm ekos endovascular device was selected for use in an ekos pulmonary embolism lysis procedure. The device was inserted, and after 6 hours of therapy, the system started alarming. The catheter would no longer infuse. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
B3: date of event estimated using aware date. Device eval by manufacturer: a 106cm x 12cm ekos endovascular device ultrasonic core was returned for analysis. The infusion catheter was not returned. Visual inspection of the ultrasonic core showed no abnormalities. No further testing was able to be completed without the infusion catheter. The reported event of infusion stopping after six hours was unable to be confirmed since the infusion catheter was not returned.